Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that they were unable to interrogate a vns patient's generator that day. The patient is not feeling stimulation but they do not think that the patient is at eos. She stated that they changed the battery in the programming wand and were still not able to interrogate the patient. She also stated that the handheld was not plugged into the wall while they were attempting to interrogate. The manufacturer's consultant visited the physician and reported that they had tried to replace the battery in the wand with a bad battery. He replaced the battery and the programming system worked fine. The vns patient still has not been in to see the physician again. The nurse stated that his next appointment is not until (B)(6) 2011. Therefore, it cannot be determined at this time whether or not the patient's generator is able to be interrogated in order to confirm device function. Good faith attempts for additional information from the physician have been to no avail thus far. If additional information is received, it will be reported.